Event description:
Implant failed due to part not functional.

Manufacturer narrative:
Implant failed due to part not functional. Correction: implant was removed due to lack of primary stability.

Event description:
Implant failed due to part not functional. Correction: implant was removed due to lack of primary stability.